Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, event history review, functional testing and service history were performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged sensor board was identified during visual inspection and functional testing. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. No additional information is available.